Event description:
Hyperglycaemias [hyperglycaemia], defective insulin pen (morning dose was not completely administered) [incorrect dose administered by device], [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemias" beginning on (B)(6) 2019, "morning dose was not completely administered (defective insulin pen)" beginning on (B)(6) 2019, and concerned an (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from an unknown start date due to "diabetes mellitus", patient's height: 156 cm, patient's weight: (B)(6), patient's bmi: 22.60. Medical history included diabetes mellitus (type and duration: not reported). The patient also had cold from (B)(6) 2019 due to which he could not continue with his daily walks. Concomitant products included - insulatard penfill (insulin human) suspension for injection, 100 iu/ml, apidra (insulin glulisine) solution for injection, lisinopril (lisinopril), carvedilol (carvedilol), sinemet (carbidopa, levodopa), omeprazole (omeprazole) gastro-resistant tablet, eucreas (metformin hydrochloride, vildagliptin) film-coated tablet, tromalyt (acetylsalicylic acid), simvastatin (simvastatin), amlodipine (amlodipine), finasteride (finasteride), escitalopram (escitalopram), donepezil (donepezil). It was reported by the patient's daughter that her father experienced hyperglycaemia on (B)(6) 2019. She noticed this when she gave him the night injection and verified that the morning dose was not completely administered, guaranteeing that she pressed the button until the end, however she did not confirm if "0" was showed. The patient experienced blood glucose level of 580mg/dl after which they went to the hospital where apidra dose between 2 and 4 units was given (as values superior to 300 mg/dl were experienced until the glycaemia returned to normal values). On (B)(6) 2019, the blood glucose levels was 580 mg/dl at 20:18. On (B)(6) 2019 blood glucose was 279 mg/dl at 09:26, 379 mg/dl at 12: 21. The patient was discharged on (B)(6) 2019. On (B)(6) 2019 at 08:14 blood glucose was 285 mg/dl, 454 mg/dl at 10:51, it was 493 mg/dl at 11:31, 524 mg/dl at 12:48. On (B)(6) 2019, blood glucose was 178 mg/dl at 14:27. The defective novopen 4 was used by the patient to inject insulatard. Batch number was available. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycaemias" was unknown. The outcome for the event "morning dose was not completely administered (defective insulin pen)"was not reported. Investigation result: name: novopen 4 silver batch number: tv40039 visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing the pen slipped due the fault on the cartridge holder. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. The pen surface was worn. Scratches or dents in surfaces were caused by normal or rough use of the device. The fault had no impact on the mechanical functions of the pen. The snap connection on the cartridge holder was damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Manufacturer comment: "01-apr"-2019: upon investigation of the returned device novopen 4, found that the pen slipped due the fault on the cartridge holder. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem was not related to any novo nordisk processes. The observed fault was a result of accidental damage during use of the device. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault was caused by accidental damage during use of the device. Device evaluated by MFR: evaluation summary name: novopen 4 silver batch number: tv40039 visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing the pen slipped due the fault on the cartridge holder. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem is not related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. The pen surface is worn. Scratches or dents in surfaces are caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. The snap connection on the cartridge holder is damaged. As a consequence the cartridge holder may be difficult or impossible to mount on the pen body and the dose accuracy may be affected. The fault is caused by accidental damage during use of the device.